Event description:
At an estimated three months post stent placement, the patient complained of abdominal pain. At this time, an upper endoscopic procedure was performed. The stent had migrated from the biliary duct into the small intestine, causing a perforation. The perforation was repaired via surgery. The patient was reported to be in stable condition.